Event description:
It was reported the programmer does not boot up; the screen remains gray. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the connection from the low voltage differential signaling (lvds) circuit board was loose. It was also noted that the tabs of the power cord bay door were broken, and the system fan was noisy. (B)(4).